Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had developed a power issue ¿ meter does not turn on when pressing the power button. The complaint was classified based on customer care advocate (cca). The patient stated that the alleged product issue first began on (B)(6) 2018, around afternoon time. The patient manages her diabetes with oral medications, diet and exercise and stated that she stopped taking her metformin in response to the alleged product issue. She stated that 1 hour after the alleged product issue began she developed symptoms of ¿sweaty, weak and dizzy¿. The patient stated that she self-treated with food and drink ¿ate sugar and drank coke¿. The patient denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and based on the information provided, there was no misuse of the product. The correct test strips were being used, when the power button was pressed the meter turned on. However, when a test strip was inserted the meter did turn on. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began due to being unable to test on the subject meter.